Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified venous side shunt. A 3.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a symmetry device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 18mm in length and extended from a position 14mm distal of the proximal markerband to 3mm proximal of the proximal markerband. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination identified a shaft kink approximately 190mm proximal from the distal tip. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified venous side shunt. A 3.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.